Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess rx pta balloon catheter. Prior to the procedure, the balloon had a distal slow leak and could not hold adequate pressure. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted there was a break at the proximal balloon joint. From the break, the inner gw lumen was exposed. The balloon was bloody. No anomalies noted to the luers/y-body. Balloon was inspected for pinhole rupture, and none were noted. No further functional testing could be performed for pinhole rupture as the break in the balloon does not allow it. Therefore, the investigation is unconfirmed for the reported pinhole balloon rupture as no pinhole rupture was noted on the balloon. However, the investigation is confirmed for the reported break as break was noted at the proximal balloon joint. A definitive root cause for the reported balloon rupture and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d2b (dqy; lit) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.